Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of an uneven strain relief sleeve is inconclusive due to poor sample condition. One photo sample of a 4 fr groshong nxt catheter was provided for evaluation. The catheter and connector assembly are shown within patient use. Two sections of the photo are marked with red boxes with one being the connector assembly and the other being the patient¿s skin. The box on the connector assembly appears to be directing attention to the longitudinal knit line; however, the lack of a returned sample did not allow for an inspection of the dimensional characteristics. The patient¿s skin appears to show an impression of the connector. The center region in the skin impression appears to be swelled. It could not be clearly determined from the images if the connector assembly contributed to the reported event. Additional possible contributing factors include securement technique and patient sensitivity. The lack of a returned sample did not allow for the inspection of the device; therefore, the complaint could not be confirmed and remains inconclusive at this time. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that the uneven strain relief in the 7617405 kit resulted in pressure injury to the skin of this patient. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redt0780 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the uneven strain relief in the 7617405 kit resulted in pressure injury to the skin of this patient. No other information was provided.